Event description:
Procedure type: maze. According to the rptr: the stapler cut the tissue but no staples were laid. The surgeon sutured the tissue. A delay in operating time of more than 30 minutes occurred. Tissue damage occurred. It could not be reported if there was significant bleeding.

Manufacturer narrative:
(B)(4).